Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).

Event description:
(B)(4). It was reported by the consumer's caregiver that the rha450-1 hydraulic lift allegedly had the controller wires split, and the legs were not separating while the patient was in the unit. There was no injury reported.